Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous and moderately calcified right superficial femoral artery (sfa). The sfa was accessed with a left femoral artery approach. The first post dilatation of a non-bsc stent with the 6.0mm x 60/135 sterling monorail balloon catheter was performed at 6 atms. With the second inflation at 4 atms, the balloon ruptured. The procedure was completed with another unspecified device. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).